Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high his thresholds that had increased from implant. In addition, it was noted that there was a lot of slack from the lead found in the right atrium. The lead was revised and remains in use. No patient complications have been reported as a result of this event.